Event description:
Healthcare professional reported deflation and implant exchange from textured to smooth. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jun/2024.

Event description:
Healthcare professional reported deflation and implant exchange from textured to smooth. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Healthcare professional reported deflation and implant exchange from textured to smooth. This record is for the right side. The device has been explanted.